Event description:
It was reported that during the prophylactic replacement of the right ventricular (rv) lead, the right atrial (ra) lead dislodged.the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the prophylactic replacement of the right ventricular (rv) lead, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6949-65 defib lead 2006-(B)(6); d154atg defibrillator 2006-(B)(6): (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 46.5 cm. A distal portion was received measuring 46.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.